Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information was received on 22-mar-2024. It was reported that the physician¿s opinion on the cause of this adverse event was that it was patient condition related. The anatomy of the patient¿s left atrium (la) made the transeptal puncture difficult and was the likely case of the adverse event. Few ablations were performed on the posterior wall to begin the left side pulmonary vein isolation (pvi) before pericardial effusion was noticed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered after staying overnight at the hospital for monitoring and was discharged the next day. As such, h 6. Health effect - impact code was updated with hospitalization or prolonged hospitalization (f08). Concomitant products were provided and therefore, the concomitant product section was updated on this report. The patient¿s gender was provided. Therefore, a 3. Gender was updated. The physician¿s contact information was provided. Therefore, section e was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a thermocool® smart touch® sf bi-directional navigation catheter and that patient experienced cardiac tamponade treated with a pericardiocentesis. There was a drop in blood pressure on the patient and the physician noticed that they were going into cardiac tamponade. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was moved to the cardiac care unit for monitoring. The physician felt the pericardial effusion was caused by a difficult transseptal and noted that they had difficulty moving around the ice catheter.

Manufacturer narrative:
It was indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).